Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received trace pointers are invalid (pump error 68), history pointers failed. The history pointers are corrupted (pump error 49). Power supply test failed during self-test. (Pump error 75), post-reset ram crc alarm ( pump error 23). Troubleshooting was performed and found that the alarm cleared and pump had rewind successfully. No harm requiring medical intervention was reported. The customer discontinue to use the device and the pump will be returned for analysis

Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed screen test of the self test due to pump error 75 alarm. Pump failed sleep current test due to moisture damage. When removing battery from pump. Unexpected pump error 68, pump error 49 and pump error 23 occurred. Pump was sent to download the history files and traces using thus and was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range until the end of the graph. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had a huge voltage drop due to moisture damage on the pcba 1 and pcba 2. Several unexpected pump error 68 alarms and pump error 49 were found in the history files on 26-nov-2023 from 14:00:03.00 to 14:02:25.00. Pump error 23 alarm was found in the history file on 26-nov-2023 at 14:03:20.00. Pump error 53 (file number 26 line number 3041) was confirmed in the history files on 26-nov-2023 at 14:01:10.00 due to unexpected main cpu reset with invalid fault number during pump startup process. Pump error 63 variable 9 alarm was confirmed in the history files on 26-nov-2023 at 14:01:00.00 due to gpio pin was not cleared. Pump error 4 alarm was confirmed in the history file on 26-nov-2023 at 14:00:01.00 due to ipc driver due to timeout. Test p-cap locks properly into the reservoir compartment. The pump was cut open for visual inspection and found moisture on pcba 1. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case - corner of belt clip rails, label damage (stained). Pump error 75, pump error 68, pump error 49, pump error 63, pump error 53, pump error 4, unexpected battery power loss and pump error 23 were confirmed during testing due to moisture damage on the pcba 1 and pcba 2. Pump failed sleep current test and self test due to moisture damage on the pcba 1 and pcba 2. Cosmetic damage was confirmed on the battery compartment during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.